Event description:
It was reported patient with a 27mm 7300tfx mitral valve implanted for an unknown implant duration underwent valve-in-valve procedure due to unknown reasons. Tmvr was successfully performed with a 29mm 9600tfx transcatheter valve.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 27mm 7300tfx mitral valve underwent a valve-in-valve procedure after an implant duration of 9 years 6 months due to degeneration and stenosis. The patient presented with symptoms of heart failure. The tmvr was performed with a 29mm 9600tfx valve. The patient was in stable condition post procedure and discharged on pod #1.

Manufacturer narrative:
Added information to a1, a2, a3, b5, b7, d4. Corrected data: MFR report number: 2015691-2025-00017 was identified to be a duplicate of MFR report number 2015691-2025-00048. This report is null and void. Please refer to MFR report number 2015691 2025 00048 for all information associated with the event.